Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported, it was a case of a 26mm sapien 3 ultra valve, in aortic position by right transfemoral approach. The patient had a tortuous vessel but with great diameter and not particularly calcified. Resistance was felt at the last the last few centimeters during insertion of the esheath. The deployment of the valve and insertion of delivery system went well without any issue. Once the patient was out of the room, a retrograde aortic dissection was suspected. The dissection site is unknown. It was planned to surgically repair the dissection; however, the dissection ruptured before the it was performed. The patient expired two days after the procedure.

Manufacturer narrative:
Correction to section h6 per engineering evaluation. The sheath was not returned to edwards lifesciences for evaluation. A review of imagery of patient's anatomy showed notable tortuosity present in the access vessel. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per report, ''patient [anatomy] had pretty tortuous but of great diameter and not particularly calcified. Some resistance was felt during insertion of the esheath, at the last few centimeters. The deployment of the valve and insertion of delivery system went well without any issue.'' Review of the provided imagery revealed notable tortuosity in the access vessel. Per the training manuals, ''push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification.'' Tortuosity can lead to non-coaxial alignment between the sheath and the vessel, contributing to the reported insertion difficulty. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), vascular dissection is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. Available information suggests that patient factors (tortuosity) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.